Event description:
During a coronary drug eluting stenting treatment procedure, a pinhole leak occurred. The physician attempted to place a 2.50 x 12mm taxus express2 drug eluting stent, but was unable to inflate the balloon due to a pinhole leak. Attempts to obtain additional information were unsuccessful.